Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: rupture.

Event description:
Medical staff reported a rupture of the right device. Removal of the device.